Event description:
It was reported that: during a pre-use checkout, the salesman noted that when flowing more than six liters of gas, the ball within the total fresh gas flow meter would drop and a hissing noise would be heard coming from the device. The machine was pulled from use. No pt involvement.